Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), e1(event site email), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The customer damaged the 5 wire ECG cable. The fse replaced the ECG cable (d012-00-1157-02). The unit passed all functional and safety tests, and was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) ECG cable is defective. There was no patient involvement.